Manufacturer narrative:
The product associated with this reported event was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Pt revised for unk reason. Doi (B)(6) 2007, dor (B)(6) 2011. Update: (B)(6) 2011 - medical records received. The revision operative report indicates, the pt was revised to address chronic pain. After removal of the head, corrosion was noted at the junction. The femoral stem was cleaned and secure so it was left in the pt.